Event description:
After intra-aortic balloon pump for approximately 37 hours, the "cath alarm" sounded from the system 90 pump. No "leak alarm" sounded. The doctor on duty inspected the balloon and the pump. He tried to move the balloon catheter slightly forward and backward for approximately three to five minutes. Blood suddently came into the catheter tubing and the intra-aortic balloon was removed. No second intra-aortic balloon was inserted. (Event complication: none from the event - reported 8/17/98.) (Pt's current status: unk - reported 8/17/98.)